Event description:
Explanted mesh from anterior wall of the vagina. Patient with a history of transvaginal mesh placement for symptomatic pelvic organ prolapse in the spring of 2012. The patient initially did well, but then began developing symptoms of recurrent prolapse as well as vaginal bleeding and spotting and has had several urinary tract infections in the last 4 months. The patient was found by her gynecologist to have an exposed vaginal mesh. The patient was found to have a 5 x 2 centimeter area that was exposed in the midline of the anterior wall. It appeared that the incision had dehisced and retracted and the mesh was exposed essentially the full length of the mesh. There was no mesh palpable and no exposure on the arms of the mesh towards the sacrospinous ligament or pelvic side walls. Distal to the mesh between the mesh and the ureterovesical junction, there was a recurrent or persistent prolapse that came to the hymen with traction. The bladder was normal throughout the procedure.